Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarm which was unable to reproduce during evaluation. A review of the event history log identified system error 345 alarms. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced to correct this condition. The device was received, and an evaluation is complete. Service evaluation observed a white screen. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified during internal inspection to be the liquid crystal display flex was unsecured from the input/output printed circuit board connector. The flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. During evaluation of the returned spectrum infusion pump, the device experienced a white screen. No additional information is available.